Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage despite reprogramming done due to lead migration. The patient underwent a paddle lead repositioning procedure and was doing well postoperatively. Nothing was removed or added during the procedure.